Manufacturer narrative:
Note: it was originally reported that only one device was involved; however, on january 09, 2017 there were two devices received for evaluation. This report (9681477-2016-00014) pertains to the first of two devices received for evaluation. Medwatch report 9681477-2017-00002 captures the second device. Device evaluation:the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of a clinically used, damaged j3fc-xx-fs 80-035 device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents 2.11mm of the core wire protruding through the coil wraps 2.19cm from the distal tip with a concurrent offset coil wrap and kink damage. The specimen also presents additional bend damage located 2.20 to 5.48cm from the distal tip. The j-form tail angle is relaxed to approximately 160.9 degrees. Finger-straighten ability function is impaired by the core penetration and bend damage. Both joints appear to be correct and intact by visual examination and by non-destructive testing. The specimen presents scraped ptfe coating in the distal 6.5cm and dried deposits of blood-like material scattered over the length of the devices. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, procedural and/or handling factors appear to have impacted on the event as reported.

Manufacturer narrative:
The device was not received for analysis at the time this report was submitted; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. If there is any relevant information received, a follow up medwatch report will be filed.

Event description:
The wire was used after punction of the left femoral vein to bring a sheath inside the vessel. After withdrawal the wire, the core wire was found outside the distal coil of the guide wire.